Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) displayed as ¿high¿ (value not provided) and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. The customer left the ER the next day with the issue resolved and no permanent damage. Reportedly, the customer alleged that the piston retracts unexpectedly during the fill tubing step. During troubleshooting, tandem technical support found that the load process had not been followed and completed. Tandem technical support educated the customer to follow the load process on the mobi app in order for the piston to retract and allow the cartridge to be loaded onto the pump. Customer completed the load process and successfully loaded a new cartridge onto the pump.